Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46mg/dl. The customer was treated for the low blood glucose with glucose tablets. Customer¿s blood glucose level was unknown at the time of the call. The customer declined troubleshooting for low blood glucose. The product will not be returned for analysis.